Manufacturer narrative:
Follow up information was received on 19-oct-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain and heavy bleeding / irregular bleeding (seen as genital haemorrhage). Plaintiff had coils removed by undergoing laparoscopic removal procedure. Both events are anticipated in the reference safety information for essure. Pelvic, back, abdominal and uncharacterized pain may occur with essure therapy. Also, abnormal genital bleeding and menses pattern changes may occur. Considering the information received for this case, the lack of alternative explanation and the events nature, a causal relationship between them and essure cannot be excluded. This case was regarded as incident, due to the required intervention. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on 13-sep-2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010 for birth control. After the implant procedure, plaintiff began to experience nausea, abdominal pain, and heavy bleeding. After visiting a facility for irregular bleeding, the link between her symptoms and the devices was disassociated, and therefore, until recently, plaintiff was unable to ascertain the origins of these symptoms. On or about (B)(6) 2016, plaintiff had both of the coils removed by undergoing a laparoscopic removal procedure as a definitive solution to the symptoms that she was experiencing. The pain and bleeding, as well as the, necessity to undergo such a drastic surgery; is a direct and proximate result of the failure to disseminate accurate information regarding the safety profile of the product. Company causality comment this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain and heavy bleeding / irregular bleeding (seen as genital haemorrhage). Plaintiff had coils removed by undergoing laparoscopic removal procedure. Both events are listed in the reference safety information for essure. Pelvic, back, abdominal and uncharacterized pain may occur with essure therapy. Also, abnormal genital bleeding and menses pattern changes may occur. Considering the information received for this case, the lack of alternative explanation and the events' nature, a causal relationship between them and essure cannot be excluded. This case was regarded as incident, due to the required intervention. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain / right abdominal pain") and genital haemorrhage ("heavy bleeding / irregular bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included delivery, gravida ii and parity 4 ((B)(6) 2007, (B)(6) 2008, (B)(6) 2010)). Concurrent conditions included depression, menses irregular and cramp in lower abdomen. Concomitant products included cilest (ortho tri-cyclen lo), citalopram hydrobromide (celexa) and medroxyprogesterone (depo provera). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain") and fatigue ("fatigue"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, nausea, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, dysmenorrhoea, pelvic pain and fatigue had resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: hsg shows occlusion. Pregnancy test urine - on (B)(6) 2010: upt negative. On (B)(6) 2010. Hysterosalpingogram revealed no evidence for contrast extending around the essure wires, with the fallopian tubes being occluded by the wires. She had bleeding from a heavy bleeding and cramping since the essure wires were placed. There was no marked filling defects or other abnormalities, but there was a small amount of blood present, exiting the cervical os. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record: bleeding quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 17-jul-2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), migraines, headaches, dysmenorrhea (cramping), pain, fatigue", reporter, historical condition added from pfs. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.